Event description:
It was reported that a small volume folfusor had no flow during patient infusion. The device was filled with 39ml fluorouracil in 46ml normal saline; the expected infusion rate was 0.50ml per hour for 168 hours. The device was still full after 168 hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.